Event description:
Argon plasma coagulator argon beam coagulator used for removal (ablated) of polyps at cecum (flat polyp) recover period color ashen, heart rate decreased to 33 blood pressure - 77/30 - complained of abdominal abd cramping - abdomen distended and tight, abdomen films showed free air, acute surgical abdomen and diffuse peritonitis. Urgent laparotomy performed colon resection (rt. Hemisectomy) path 11.5 colonic surgical margin area of perforation 0.3 - 0.5 cm colonic mucosa dark grey tan to grey black 2.2 cm dimension perforation had adjacent tubular adenoma.